Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient receiving saline via their implantable infusion pump following a dye study. The patient's indication for use is cancer chemotherapy and lumbar radiculopathy. The rep was notified of the event at the dye study and provided additional information 2026-apr-19. It was reported that the patient's catheter was explanted on (B)(6) 2026. The patient was experiencing no pain relief. There were no environmental, external, or patient factors that may have led or contributed to the issue. A catheter and dye study was performed, and the study showed the dye was not flowing. A catheter replacement was scheduled. The reason for the catheter explant was that the catheter was not in the correct location at t12. A new catheter was implanted and the issue was resolved. The catheter was discarded by the hcp. There was nothing done to the pump. Additional information was received from the manufacturer's representative (rep) and confirmed by the healthcare provider (hcp) that the catheter dye study was performed on (B)(6) 2025. There was no cause known for the catheter not being in the correct location as the catheter tip had never been x-rayed upon the hcp inheriting this patient from the original implanting physician. It was unknown when and if the catheter was ever in the correct place or when it moved. No falls were reported.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2023, explanted: on (B)(6) 2026, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 15-feb-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.